Event description:
The customer reported that the image intensifier looses power when moved to the lateral position. The system would not display a fluoroscopic image when this happens. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable. The system operates as intended.